Event description:
A lay user reported that a customer died of diabetic shock while on vacation in turkey. It cannot be confirmed whether the death is related to the adc product (freestyle libre 3 plus sensor). Adc customer service attempted to contact the reporter to gain additional details; however, attempts to gather more information have thus far been unsuccessful. Based on the information currently available, it is inconclusive whether the adc device has or may have caused or contributed to the reported death.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.